Event description:
It was reported that since pump replacement last month, the wound was still open and the pump was exposed. There was not believed to be an infection as the patient¿s white count was normal and she had no fever. The health care provider did not want to remove the pump as it was helping the patient with her pain. The system was being used to deliver morphine and bupivacaine. It was later reported the system was put in (B)(6) 2014 and explanted in (B)(6), with the exact date unknown. The patient had the pump for a long time with no issues. It was noted the patient was a cancer survivor, was wheelchair bound, and wore diapers for bowel/bladder issues. The patient was brought from a nursing home to the emergency room and infectious disease thought the pump should come out. The patient became hysterical and it was decided she was not mentally stable. It was decided to remove the pump. The patient had a history of non-pump related wounds not healing. The location of the infection was the pump pocket. It was not sure if a new pump would be implanted. The explanted device was discarded. The pump pocket was cultured and positive, but the organism was unknown. The outcome was not known.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b003015n35, implanted: (B)(6) 2003, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).